Event description:
Caller reported that the pump's quick bolus and wake button were difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller on proper button pressing techniques, but the issue persisted. Consequently, a replacement pump was arranged since the current pump was under warranty. The customer planned to use multiple daily injections as a backup therapy and was instructed on preparing the pump for return.